Manufacturer narrative:
Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting april 11, 2017; however, no alarm file was available for review of alarms leading to april 11, 2017. Of note, it was reported that the patient was receiving heparin from implant when the event occurred; however, ldh levels were continually elevated during the event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power complaints, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the right ventricular assist device (rvad) was implanted on (B)(6) 2017. On (B)(6) 2017, power increased with flow > 10 l/min.  The patient was in the intensive care unit and was stable and asymptomatic. Pump log files were reviewed. A pump thrombus was observed in the rvad. The right ventricle was observed to be more dilated after the rise in power. The patient was on anticoagulation at the time of the event. Partial thromboplastin time (ptt) was 35 sec. (Goal 40-50 sec.). Lactate dehydrogenase (ldh) was 1297 on (B)(6) 2017 and had risen to 1690 on (B)(6) 2017. No treatment was planned. On (B)(6) 2017, the power in rvad came down to roughly baseline but then increased again. On (B)(6) 2017, the rvad power returned to baseline. The patient remained stable throughout this event. The rvad remains in use. No further patient complications have been reported as a result of this event.